Event description:
Per rep, during procedure, the first device failed to deploy any bands. Another device was used and only one band deployed but did not stay on the varix. The procedure will be completed at a later date.